Manufacturer narrative:
The medical device was discarded at facility. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system for descending aortic aneurysm. The first dsf (dsf2433) was inserted from the right femoral artery access, but the device was not able to be advanced due to strong resistance. The plan was changed to the second dsf (dsf2233) from the left femoral artery access. The resistance was noted but the device was able to be advanced. After deployment of the stent grafts, left and right access vessel damage was observed. The right access vessel was replaced to the artificial blood vessel. Angioplasty was performed for the left access vessel. The patient tolerated the procedure. The physician stated as follows; the access vessel was narrow, but there was no calcification. Therefore, 24fr was inserted from right fa, but it was difficult. The right side was replaced to artificial blood vessel because it was severely damaged. I¿ve managed to advance the 22fr from the left fa, but it was difficult to remove the device due to resistance. The intima was repaired because it was damaged.